Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices.

Event description:
It was reported that this rv lead was explanted due to noise. No changes in impedance or thresholds. Patient received inappropriate shock therapy on 4/1 for noise detection. On 3/30 she had a shock aborted for same noise on v channel. The lead after extraction was visually inspected and revealed no breaks or extrusions in outer integrity. No adverse patient events were reported. Should additional information become available, this file will be updated.